Event description:
It was reported that there was a lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was a lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event. It was further reported that there was increased threshold, increased pacing impedance, and oversensing.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) distal conductor fractured; partial lead returned in segments and analyzed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Corrected: (B)(4). Evaluation summary: (B)(4): distal conductor fractured; partial lead returned in segments and analyzed.